Manufacturer narrative:
The implantable neurostimulator (ins) passed functional testing. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. The ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no issue was observed. Analysis determined the telemetry was acceptable. Due to the reported complaint, a coupling test was performed to verify the ins was obtaining good coupling. Recharging was performed at 0, 1, 2, and 3 cm spacing to monitor coupling. {see data in comments/results} the same coupling was observed on a known good ins. No significant anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient was unable to obtain more than 2 boxes black while charging. Manufacturer's representative attempted to assist the patient with recharging today. Patient is scheduled to meet with surgeon on (B)(6). Issue has not been resolved at time of this report. No surgical intervention, however, it is unknown if one will be planned. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) regarding the patient. It was reported that the patient received a battery replacement and was able to charge. No further complications were reported. Follow up was conducted.

Manufacturer narrative:
Analysis result were not available at the time of this report. A follow up report will be sent once analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative. The rep reported that the reason for device replacement wasn¿t related to the high impedance issue. No further complications were reported.